Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced recurrent low blood glucose events, including one episode with a nadir of 63 mg/dl lasting about 30 minutes, following meal announcements; low and urgent low alerts were received, and the user treated with oral carbohydrates. Symptoms included feeling uneasy. Outcomes included no need for assistance and no medical intervention or hospitalization. Investigation included remote review of available data and troubleshooting and education regarding meal announcements, lifestyle changes, and consideration of settings review or a factory reset. Investigation of this case revealed that the cause of hypoglycemia remained unclear due to data gaps and temporal association with meal announcements. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.